Event description:
It was reported that a request to review an atrial tachy response (atr) episode of this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) was consulted, noticed small p waves that the device is tracking, however, noted noise in the right atrial (ra) lead which led to the inappropriate atr episode. It was also noted that the ra lead had loss of capture in the past. This crt-p system remains in service. No adverse patient effects were reported.